Event description:
The pt underwent an endometrial ablation with a thermachoice balloon for heavy, painful periods. In the recovery room, pt had severe cramping. It improved enough to discharge pt late that night, but pt was seen in facility office on the 3rd and 7th day post-op for continued pelvic pain and cramping. There was no evidence of infection. On 10th post-op day pt had the sudden onset of severe pelvic pain and underwent a laproscopically assisted vaginal hysterectomy. Pt had a prior tubal ligation and bilateral "hematosalpinges" were noted, with chronic inflammation on histologic exam. The pathology report on the uterus showed small leiomyomata, hemorrhage involving the inner third of the myometrium and no significant inflammation.